Event description:
It was reported before use by the customer, the cardiosave intra-aortic balloon pump (iabp) electrocardiogram (ECG) signal had no waveform display when turned on. The hospital immediately replaced the backup machine and used it without causing any damage. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1. Event site telephone was shortened due to character limitations. The complete number is: (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed the factory-specified tests. The fse was unable to duplicate the reported malfunction. The fse advised the customer that it may have been an electrode patch sticking problem and emphasized the precautions for electrode patch sticking. The customer later reported to the fse that the unit was normal.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.